Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A femoral angiogram was not performed. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was not confirmed as all of the device components were not returned. Additionally, device analysis revealed that the posterior foot was separated and not returned. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A femoral angiogram was not performed. The perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other three proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after percutaneous transluminal angioplasty. A femoral angiogram was not performed. Reportedly, a cuff miss occurred. Three additional proglide devices were used with the same results. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.